Manufacturer narrative:
Visual analysis was performed on the return device. The reported difficulty removing the stent delivery system from the introducer sheath was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The reported patient effect of hemorrhage is listed in the omnilink elite instruction for use (IFU) as a known potential adverse effect associated with the use of the device. Based on the information provided and analysis of the returned device, a definitive cause for the difficulty could not be determined. It may be possible that the difficulty removing was due to the balloon refold profile becoming compromised post stent deployment resulting in difficulty pulling the sds back into the introducer sheath. There was no difficulty reported during advancement or stent deployment suggesting that the difficulty encountered may have been due to post deployment difficulties due to the balloon profile becoming compromised; however, this could not be confirmed. The reported patient effect of hemorrhage and delay in procedure appear to be due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the iliac artery that was both moderately calcified and tortuous. Two omnilink elite vascular balloon-expandable stents were successfully implanted in the right iliac artery by crossover technique. During removal of the second stent delivery system, the balloon got stuck in the sheath, so both devices were removed as a single unit; however, there was a clinically significant delay in the procedure as the patient was bleeding during the sheath exchange. The sheath was successfully exchanged. There was no treatment provided for the bleeding. A third omnilink stent was successfully implanted in the left iliac artery. No additional information was provided.